Event description:
The hcp reported the pt had the pump and catheter replaced and the next day was experiencing overdose symptoms. The pump was turned off. The pt is now responsive and the hcp reports "prognosis is good". A follow up report will be sent when additional info is received.